Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control examined the customer's device and verified the reported failure. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
While performing regular maintenance on the customer¿s device, physio-control observed that the unit locked up when attempting to charge (in order to defibrillate) and print at the same time. As a result of the reported lock-up condition, the device may either delay or prevent defibrillation therapy from being delivered, if necessary. There was no patient use associated with the reported failure.